Manufacturer narrative:
Submit date: 2017-09-08. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician was unable to confirm the alleged failure. The unit was tested and recertified per procedure. The unit is at proper operation.

Event description:
According to the reporter, the enteral feeding pump was not working and turning off.